Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port of the battery was damaged. Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility. The reported complaint was confirmed as the charging port is physically damaged. The front case assembly (rdt front enclosure kit, part number 453564865081) was replaced resolving the customer¿s complaint. Testing and verification were completed satisfactorily (calibrated nbp, co2, and touch screen) and the device was returned to service at the customer site. Based on the information available and testing conducted, the cause of the reported problem was a physically damaged charging port. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.